Event description:
The customer reported being in the hospital due to low blood glucose of 3.2mg/dl. The customer stated that she took insulin first to cover the food and then he did not eat. Troubleshooting could not be completed as customer did not have his glasses. Then the customer called back to review the programming and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. Performed a displacement test and passed. While calling was found that the customer was taking a medication that can raise his blood glucose level. The customer mentioned receiving multiple no delivery alarms. Reviewed the daily totals and noticed that some of the days were showing 0.0 units, but it showed the daily totals for the day before. Advised the customer that the device may have been stored without a battery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.